Event description:
It was reported that pump battery would not charge and that a power source alert appeared around the time issue began while customer was charging through computer usb port. There was no adverse impact to the customer's blood glucose level. Customer switched to tandem charging cable with tandem wall adapter, which resolved charging issue without pump shutdown or loss of function, and no further assistance was required.